Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the day prior to the call, the patient experienced blurry vision and shaking sensation. The egv at that time was 123 mg/dl. She did not check the bg. She did not treat her symptoms. After 15 minutes, her symptoms worsened and she called an ambulance. The egv at that time was not documented. When ems arrived, the bg was 42 mg/dl. The egv at that moment was not documented. Ems treated the symptomatic hypoglycemia with sugar and fluids. Upon arrival to the hospital, the patient experienced tingling. The bg then was 400 mg/dl and the cgm value at that time was not documented. According to the report, they kept checking her every 2 hours until it was normal and she was released. The bg and cgm values during these times were not documented. According to the report, the hospital did not give any treatment since the readings were going back to normal when they were checking on her every now and then. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.